Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? => the doctor fired the device. His experience was unknown. Did the patient receive any pre-op radiation or chemotherapy? => no information. Could you please provide additional information regarding the sequence of events? => after the initial procedure, the oral intake of fluid diet started. Post op day 3 the patient had difficulty swallowing. Post op day 4, the patient claimed abdominal pain in the evening and the leak was confirmed. On (B)(6) 2018: the staples were formed properly by CT inspection. On (B)(6) 2018: the re-operation was done. Two small holes like pinholes were found on the jejunum side separated place of the anastomosed site. The leakage including green bile was from pinhole. White peritoneal fluid was observed. Then, crp 4.5 and the sepsis was observed. On (B)(6) 2018: the patient died by multi organ failure. Were there any issues noted with device performance in initial surgical procedure? => no problem was observed with the created donuts and the device use. Dr. Commented the tissue was compressed properly and tension free. What purse string technique was used? => no information. What was the location of the purse string? => no information. Was a leak test done in the preliminary surgical procedure? If so, what were the results? => no information. What is meant by ¿two small pinholes found¿? => there was 2 small holes at jejunum. What is the relation of pin holes and location of the circular staple line (on the line, proximal to the line, etc.)? => the pin hole was not placed the staple line of cdh25a. The location was slightly separated from the stapleline. How were the pinholes addressed? => no information. How was the leak identified? => no information. Does the surgeon believe that the negative patient consequences are related to a deficiency of the ethicon device? => yes. The possiblity was not denied. Dr. Commented the cause of 2 small hole was unknown. Is the surgeon interested in speaking with ethicon medical and engineering? => no. Was an autopsy done? If so, can the results be shared? => no information from the hospital.

Event description:
It was reported that 4 days after an open total gastrectomy, leakage occurred. The device was used between the esophagus and the jejunum. No problem was observed with the created donuts and the device use. Two small holes like pinholes were found on the jejunum side of the anastomosed site. Two days after the event, the patient died. It is unknown if the device was a contributing factor to the event. No device will be returning.